Event description:
It was reported that the patient's device was removed from her right side due to infection. Manufacturer's device registry shows that the patient had the device, lead and extension all removed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).